Event description:
On our about (B)(6) 2006, a monarc sling was implanted. It was reported that the pt experienced dyspareunia, erosion, fibrosis, recurring incontinence, pain and nerve damage. The pt required both medical treatment and surgical intervention. Reportedly in february of 2006, and the pt was treated for pain and discomfort and had multiple revision procedures as a result of the implanted mesh.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.